Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped and the inner coil was bunched up at the connector region, the stylet and the connector pin was also found bent. These damages found are consistent with damages cause by applying excessive forces while attempting to remove the stylet from the lead during the procedure. The cause of the reported event was isolated to the bunching of the stylet ptfe coating and the inner coil at the connector region that prevented the removal of the stylet during the procedure.

Event description:
During initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. A new lv lead was successfully implanted to resolve the event. The patient was stable with no consequences.